Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2007, abdominal pain lower (for the aug2007 pregnancy), umbilical hernia and endometriosis. Concurrent conditions included obesity. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the last episode of dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: two were noted on right, three were noted on left, the patient tolerated the procedure without complication. Discrepancy noted in essure confirmation test (as per mr it was done but in pfs, 'no' was mentioned) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, abdominal pain lower (for the (B)(6) 2007 pregnancy), umbilical hernia and endometriosis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera), mirtazapine, naproxen, paracetamol (acetaminophen) since (B)(6) 2010 and pregabalin (lyrica) since (B)(6) 2013. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2013, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 3 years 1 month after insertion of essure. The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (partial)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and the last episode of dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: two were noted on right, three were noted on left, the patient tolerated the procedure without complication. Discrepancy noted in essure confirmation test (as per mr it was done but in pfs, 'no' was mentioned) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Event outcomes were updated. Treatment drug, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2007, abdominal pain lower (for the aug2007 pregnancy), umbilical hernia and endometriosis. Concurrent conditions included obesity. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the last episode of dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: two were noted on right, three were noted on left, the patient tolerated the procedure without complication. Discrepancy noted in essure confirmation test (as per mr it was done but in pfs, 'no' was mentioned) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were added. Laboratory data was added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, abdominal pain lower (for the (B)(6) 2007 pregnancy), umbilical hernia and endometriosis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera), mirtazapine, naproxen, paracetamol (acetaminophen) since (B)(6) 2010 and pregabalin (lyrica) since (B)(6) 2013. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: two were noted on right, three were noted on left, the patient tolerated the procedure without complication. Discrepancy noted in essure confirmation test (as per mr it was done but in pfs, 'no' was mentioned) patient received treatment for: pain , bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, abdominal pain lower (for the (B)(6) 2007 pregnancy), umbilical hernia and endometriosis. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera), mirtazapine, naproxen, paracetamol (acetaminophen) since (B)(6) 2010 and pregabalin (lyrica) since (B)(6) 2013. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: two were noted on right, three were noted on left, the patient tolerated the procedure without complication. Discrepancy noted in essure confirmation test (as per mr it was done but in pfs, 'no' was mentioned) patient received treatment for: pain , bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event: dysmenorrhea(cramping) clubbed with event dysmenorrhea. Event: post removal complications were added. Technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent laparoscopic supra cervical hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.